Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, leukocytosis, and hyponatremia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12aug2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was noted to have anemia starting on (B)(6) 2020. The patient was transfused with (B)(4) units of packed red blood cells on (B)(6) 2020 and (B)(4) unit on (b(6) 2020.

Event description:
It was reported that the patient had leukocytosis. The patient was noted with white blood cell level at 16800 wbcs per microliter and was on prophylactic antibiotics for chest tubes. The patient remained afebrile. Their blood and urine cultures from (B)(6) 2020 were negative. The event resolved without sequelae on (B)(6) 2020. Additionally, the patient was noted to have anemia starting on (B)(6) 2020. The patient was transfused with 2 units of packed red blood cells on (B)(6) 2020 and 1 unit on (B)(6) 2020. The patient was additionally noted with hyponatremia on (B)(6) 2020. The patient was on lasix and underwent right heart catheterization (rhc) with speed optimization. The patient went in for a routine chest computed tomography (CT) on (B)(6) 2020. A hematoma was noted in the anterior mediastinum along the retrosternal surgical mesh and outflow graft, which was believed to be due to recent implant procedure. Vascular congestion with moderate bilateral pleural effusions and significant partial collapse of both lower lobes was also noted. No intervention was needed. These events reportedly resolved without sequela on (B)(6) 2020. A transthoracic echocardiogram (tee) on (B)(6) 2020 showed fluid overload status post additional intravenous lasix switched to oral torsemide on (B)(6) 2020. This event resolved without sequelae on (B)(6) 2020.